Event description:
A peritoneal dialysis (pd) patient's wife (B)(6) stated the micropore-surgical tape (16-5301-0) gave patient a rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).